Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. Errors indicated a golden image and not ready for human use. The fse followed technical support recommendations and dvkb article 14226 and programmed common computer controller (ccc) boards. Fse powered system in normal mode and receive no errors. Fse set system up for a test drive and verified system ready for use. The complaint was confirmed based on the field evaluation. System issues related to error messages/faults can be worked through with troubleshooting measures. The issue was resolved after programming the ccc boards.

Event description:
It was reported that prior to starting post anesthesia of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse)and reported repeated error on the system. Error 307 was noted on the surgeons console. The tse noted that the system logs have not uploaded since the power cycle. System logs show 'unknown error' reported by the mcmp ac_7a (mtmr). It was observed that the right master control drops during power up and does not home. System logs also indicate the system is running a golden image and is not ready for human use. The procedure was converted to another dv system.